Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The cyst rate seen (12 worldwide incidents out of estimated 150,000+ procedures performed to date) is approximately 0.008% of the procedures and within the acceptable range as identified in risk analysis documentation. Pt info: requested.

Event description:
About 6 months post miradry treatment, clinic reported a patient who developed bilateral pustules and small cysts. Oral antibiotic was prescribed for 3 months. The treating physicians diagnosed the symptoms as acne vulgaris/multiple benign nevi. The clinic stated the symptoms were resolving.